Manufacturer narrative:
Based on the claim against the product by the customer noting, broken. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis investigations confirmed, the customer reported complaint. Failure analysis found, the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.119 x 0.340 was found to be broken off. The broken piece was returned. Common causes of the failure mode broken instrument grip-tips are typically attributed to mishandling/misuse; such as excessive force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This failure is typically attributed to mishandling/misuse.

Event description:
It was reported, that the mega suturecut needle driver instrument was broken/loose. There was no report of patient involvement.